Event description:
Additional information: it was reported that the patient's previous pump was replaced due to end of life and the patient was noted as not having experienced any difficulties with his pump up to that point. The patient did well for 2 weeks following the device replacement procedure, but then went into sudden baclofen withdrawal reported previously. After ruling out other possible causes of increased tone, "such as infections, etc.", the physician elected to replace the catheter. It was further clarified that a dye study was not performed, only x-rays; and "everything looked ok". Since the patient was in withdrawal, the physician elected to replace the catheter just in case. It was then that a "csf leak, etc." Was determined.

Event description:
Following a pump replacement on (B)(6) 2011, the patient experienced no signs of withdrawal immediately post-op. On (B)(6) 2012, the patient experienced signs of withdrawal, including mostly increased tone and irritation. The patient's family could not identify anything that happened just prior to the event that may have led to his withdrawal. On (B)(6) 2012, the patient visited the hcp. On (B)(6) 2012, the hcp notified the reporter that the decision was made to replace the catheter "due to potential complications." No troubleshooting was performed other than pump interrogation, and a series of ap/lateral x-rays. No significant device issue was noted, however the hcp believed there was an issue due to the patient's acute withdrawal. Drug delivered via the device was lioresal. The hcp elected to schedule surgery in lieu of performing a dye study. The hcp decided prior to surgery to begin exploring the pump pocket first during surgery. If there were no obvious leaks, kinks, or catheter disconnections, the hcp would replace both the pump and the catheter. The hcp believed that it would be best to replace the entire system to provide the patient a "new/fresh start." The pump did not alarm or give any indication that it was not functioning properly. During surgery on (B)(6) 2012, the hcp could not find any obvious issues. The catheter was connected to the pump. The hcp aspirated through the cap, and had good csf return. When the pump was disconnected, there was good, spontaneous csf return. When the hcp opened the spinal incision, all looked well there also. When the drug was aspirated from the pump, there was approximately 35 mls, which was very close to the expected volume. The cause of the withdrawal was unable to be determined, so the hcp replaced both the pump and catheter. The hcp did try to remove the catheter in one piece, but due to scar tissue, he had to cut the catheter by the anchor in order to remove the pump segment. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the returned catheter segments revealed a hole (or torn catheter) caused by the metal pin of pump connector poking through the catheter body.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012; catheter model 863740, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: a csf leak occurred, and the patient experienced headache and nausea. The only way the patient could find comfort was in the trendelenburg position (head below heart), which was further noted as being a "very classic csf leak sign". The patient's tone was also significantly increased, which was indicated as being most likely due to pain and other symptoms reported previously. The patient underwent another surgery on (B)(6) 2011 due to the significant csf leak. It was noted that a CT myelogram performed prior to the study showed that the leak was at the level where the old catheter was removed. The physician did a laminectomy and repaired the dura. As of (B)(6) 2012 the patient was "much better"; and the csf leak signs were much better and his tone was also much improved. The patient could open his hands again, and could relax for the first time in a "week or so". It was noted that lioresal (2000 mcg/ml) was being dosed via the patient's current device system at a rate of 400 mcg/day.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.